Event description:
The customer reported that the insulin pump alarmed motor error. The customer was able to clear the alarm, and she did the rewind, but the insulin pump kept bringing her to rewind. Advised the customer that the insulin pump may be stuck in the bolus/rewind loop. The caller called back and stated that the insulin pump rested, but the device still was stuck in the rewind loop. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test, and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device had a missing end cap sticker.